Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-aug-2025, the user¿s caregiver reported that the ilet device wake/lock button was unresponsive. The user was guided through a restart and advised to call back if the issue persisted. Blood glucose was not affected. No medical intervention was required.